Manufacturer narrative:
Additional information was received. The pedicle screw was damaged during surgery. The screw was removed and replaced, and finalization of the construct was completed without any further surgical delay. All broken pieces were removed from the patient. There were no reports of patient injury associated with this event. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004485144-2017-00023 thru 3004485144-2017-00027.

Event description:
It was reported that the threads of three closure tops and one pedicle screw were damaged and there was a splinter on a cage intraoperatively. Information regarding patient impact has been requested but is not currently available. This is report four of five for this event.

Manufacturer narrative:
The returned screw was evaluated. The threads within the tulip have been deformed. This type is damage is consistent with cross-threading the closure top within the tulip during attempted assembly. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
The product was returned and an evaluation is in process. A follow up report will be sent upon completion of the device evaluation.